Event description:
The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module for one 60-year-old female patient. The following data was provided: on (B)(6) 2025, sid: (B)(6). B-hcg result =147 iu/l (reference range >/= 5.00 iu/l is negative, >/= 25.00 iu/l is positive). The physician questioned the result. The customer sent the sample tube out to be tested on 2 other techniques. Both platforms generated negative results. Siemens attelica b-hcg result = 3 iu/l (negative). Roche cobas e 411 b-hcg result = 1.8 iu/l (negative). The patient had a new sample drawn on (B)(6) 2025, sample ID: (B)(6), which generated a b-hcg result of 145 iu/l (positive) on another alinity I processing module. The customer stated the patient was not receiving any treatment and the patient¿s anti-ssa result was positive (suspicion of lupus erythematosus). There was no impact to patient management reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. A1: patient identifier: (B)(6) (2 separate specimens from the same patient). All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number: 7p51-20 that has a similar product distributed in the us, list number: 7p51-21/-31 with 510k/PMA/bla number: k170317.

Event description:
Additional information received 04nov2025. The customer tested the sample with hbt tube for heterophilic antibodies and the result came back negative at 2 iu/l.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. B5 - describe event or problem - additional information added to this section received on 04no2025 by the customer.

Manufacturer narrative:
Data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending did identify an increase in complaint activity. However, no commonalities for the complaint lot and issue were identified. Device history record review did not identify any nonconformances, potential nonconformances or deviations associated with lot number 71455ud00 and complaint issue. In-house accuracy testing was completed with a retained kit of the complaint lot. All validity and acceptance criteria were met demonstrating that the lot is performing as expected. Per product labeling, the intended use of the product is for the quantitative and qualitative determination of beta human chorionic gonadotropin (b-hcg) in human serum and plasma for the early detection of pregnancy. Additionally, the alinity I total b-hcg assay is cleared for use in the early detection of pregnancy only. In this case, customer support confirmed that the assay was not used to detect early pregnancy. Based on the investigation the alinity I total b-hcg reagent lot 71455ud00 is performing as intended, no systemic issue or deficiency of the alinity I total b-hcg reagent was identified.

Event description:
The customer reported false positive alinity I total b-hcg results generated on the alinity I processing module for one 60-year-old female patient. The following data was provided: on (B)(6) 2025, sid (B)(6). B-hcg result =147 iu/l (reference range >/= 5.00 iu/l is negative, >/= 25.00 iu/l is positive) the physician questioned the result. The customer sent the sample tube out to be tested on 2 other techniques. Both platforms generated negative results. Siemens attelica b-hcg result = 3 iu/l (negative). Roche cobas e 411 b-hcg result = 1.8 iu/l (negative). The patient had a new sample drawn on (B)(6) 2025, sample ID (B)(6), which generated a b-hcg result of 145 iu/l (positive) on another alinity I processing module. The customer stated the patient was not receiving any treatment and the patient¿s anti-ssa result was positive (suspicion of lupus erythematosus). There was no impact to patient management reported. Additional information received 04nov2025: the customer tested the sample with hbt tube for heterophilic antibodies and the result came back negative at 2 iu/l.